Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. The customer stated that the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was unable to prime during the prime/compromised force sensor system test due to cracked end cap. Unable to verify compromised force sensor system alarm due to prime anomaly. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.